Event description:
It was reported that a patient underwent a laparoscopic assisted vaginal hysterectomy on (B)(6) 2013. During the procedure, the blade of the handpiece did not rotate, though the trigger was grasped. Another device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 11/25/2013.in addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.